Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.

Manufacturer narrative:
All tests done with the device were successful passed. No deviation found. Based on incident description, the user used of the same device in the afternoon and cardiac arrest avoided. No indication for a material or manufacturing related issue was found during the investigation. Since there is no link between the device and patient harm, this case is non reportable.

Manufacturer narrative:
Product has not yet been returned for investigation. The factory's report noted that no complaints for this device with similar failure description were received. Additionally, no similar complaints for this device have been received in the u.s.

Event description:
As per a manufacturer incident report we received from the factory in germany: following insufflation, cardiac of the patient (living patient). Use of the same device in the afternoon, cardiac arrest avoided.